Event description:
When running secondary fluids (IV piggybacks), an excess amount of fluid (50 - 100 cc) that was not infused remains in the bag when the pump says that the infusion is complete. It appears that the pump is siphoning fluid from the primary and secondary bags both during the infusion of the IV piggyback solution rather than just from the IV piggyback as it should, or is siphoning fluid from the primary bag and pushing it into the secondary when the IV piggyback is complete.